Event description:
It was reported that during a da vinci abdominoperineal resection procedure, the tip of the endowrist one suction irrigator became dislodged from the shaft and could not be removed from the patient through the trocar without removing the trocar with it. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the snake wrist dislodged from the shaft. The snake wrist was no longer mated to the features which secures with the shaft. No material was missing from the snake wrist. As a result of the damage, the cable assembly was hanging out with the tip assembly. An additional observation not reported was the cable assembly was broken. Only 2 out of the 4 pitch cables were intact at the distal end. Two hypotubes were also missing which secure the 2 broken pitch cables. The end cap and inner lumen with associated coil spring that was enclosed within the distal tip was still intact with the instrument. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.